Event description:
The facility representative reported an infuso.r. Pump with a condition of "end of syringe (eos) switch is broken." It is unknown when the event occurred; however, it was identified in the "surgery" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: the reported condition of a broken eos (end of syringe) switch involving an infuso.r. Pump was confirmed but not reproduced during sample evaluation. The assignable cause was not identified. The eos switch was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.